Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, an opening on the posterior and yellow particles. A leak test and microscopic analysis was performed which identified a sharp opening, non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.